Manufacturer narrative:
Although device lot number was unknown at time of report, it is suspected that lot number of device in question was most likely se97038 or se97138. Device was returned to MFR (MFR.); however, based on MFR.'s policy with regards to situation (hepatitus c virus) device will not be analyzed. MFR. Is retaining device. Trend analysis was performed on similar incidents for this catalog number/suspected lot numbers and trend was not identified. Review of device history records for lot numbers provided did not reveal any mfg variances related to this event. Due to the MFR.'s policy, device will not be analyzed at this time; therefore, based on info available, no conclusion can be drawn as to cause of the event. MFR.'s investigation of incident is inconclusive. However, based on situation reported, this problem appears to have been caused by catheter being kinked at the time of implant. This would expain 1.) Access pressure change when pt was set upright. 2.) Total blockage of smallest/weakest lumen would be most affected) and partial blockage of arterial lumen. It would also explain sporadic blood return from this lumen. 3.) More recirculation because of kink causing greater pressure on arterial side that would promote return blood to be taken up again. It appears that sufficient pressures were never reached to off-set this problem. 4.) Die study not being able to detect problem. No further details are available. Customer will be notified of MFR's findings. MFR. Is now closing file on this event. This report submitted to FDA 3/26/1998.